Event description:
The clinic reported that when they turned on the wavescan computer it would not boot up, and they observed a puff of smoke coming from the computer along with an electrical smell. The system was unplugged by the clinic and field service was called.

Manufacturer narrative:
The amo field service engineer inspected the system at the customer location and found that the power supply was the cause of the system not booting up. The computer power supply was replaced and field service verified correct operation of the system after servicing. All pertinent information available to abbott medical optics has been submitted.